Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulmonary vein isolation (pvi) to treat an atrial fibrillation (afib). During preparation, while flushing the sheath, visible air bubbles appeared and it was likely due to a leaking valve. Procedure was completed without patient complications. Product return is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.